Event description:
It was reported that an elderly pt was being treated for stomach cancer, and a pylorus lesion. Prior to the therapeutic stent procedure being performed, the physician thought that it would be difficult to insert a stent because the lesion had previously undergone ablation with argon plasma coagulator. The physician then performed a dilatation on the pt's lesion. The dilatation was performed twice, for five minutes. The physician then inserted a scope and checked the lesion. The lesion was wide enough, and the doctor determined that the lesion would not require stent placement. Immediately subsequent to this determination, the pt started to feel stomach pain. The physician suspected that the cause of the pt's pain was a puncture of the duodenum, but the procedure was finished. Two days after the procedure was performed, the pt expired. A judicial autopsy was then performed, and a puncture of the pt's duodenum was found. The complainant indicated that the "correct cause of death was unknown."